Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03351, 2938836-2019-03352. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to cardiac arrhythmia and congestive heart failure. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.